Event description:
It was reported that this right atrial (ra) lead exhibited fractured. The lead was partially explanted, and the portion remains implanted. A new lead was implanted. No additional adverse patient effects were reported.